Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet system, with a noted alert at 55 and subsequent troubleshooting and education completed, and oral glucose administered. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient clinical impact addressed with oral carbohydrate treatment. Investigation included case review and user troubleshooting education. Investigation of this case revealed no confirmed device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.